Manufacturer narrative:
The device remains implanted in the patient and will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The case went very well. A very small type 1a endoleak was identified at 55 minutes post polymer injection. Decision was made to leave it as once polymer reverses after 30 days this will most likely resolve on its own. No additional event or patient information is available.

Event description:
Subsequent to the initial report additional information was received reporting that at follow-up the patient was doing well. The intraoperative endoleak had resolved and there was sac regression from 5.5 cm to 5 cm. Based on the additional information provided, a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
Based on the additional information provided, a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device therefore a root cause will not be identified.